Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed. The stent was not returned. There were no issues with the movement of the outer sheath. It was noted that the outer sheath had not been closed to the tip indicating that the delivery system was not closed prior to withdrawal. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device the device was not used per the directions for use (dfu)/product label as the outer sheath had not been closed to the tip indicating that the delivery system was not closed prior to withdrawal of the device as per the dfu. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon of a patient during a colonic stent insertion procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a colonic stricture 20 cm from the anus due to colorectal cancer. The patient's anatomy was not torturous. During the procedure, a wallflex enteral colonic stent was fully deployed. However, during removal of the delivery system and guidewire, the stent caught on the delivery system and was removed from the patient via the biopsy channel. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon of a patient during a colonic stent insertion procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a colonic stricture 20 cm from the anus due to colorectal cancer. The patient's anatomy was not torturous. During the procedure, a wallflex enteral colonic stent was fully deployed. However, during removal of the delivery system and guidewire, the stent caught on the delivery system and was removed from the patient via the biopsy channel. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
Patient age is unknown; however the patient was reported to be over 18 years old and born in (B)(6). (B)(4) for the reported issue of catheter difficult to remove. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.